Event description:
This lead was attempted but not implanted because the pt expired on the table during the implant. The lead was removed. The cause of death has not been determined. There are no known complaints associated with this lead. The lead was retained at the hospital. Should add'l info become available this file will be updated.